Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 84mg/dl, 188mg/dl, and 199mg/dl within 10 mins, with a difference of 43%. Pt did not experience any adverse events. No further info has been reported.